Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013, to report that patient has been experiencing some rash and skin irritation around the sensor insertion site since (B)(4) of 2013. Patient sought medical intervention during a routine visit on (B)(4) 2013. Patient is not reporting pain or any skin scarring. At the time of his call to dexcom technical support, patient's father reported that patient was feeling fine.